Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All currents within spec range. The pump was monitored and no flashing display noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display of the insulin pump flashes white. The customer¿s blood glucose level was 131 mg/dl. Troubleshooting was assisted. The customer reported display was flashing. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will be returned for analysis.